Event description:
Reporter indicated that vns pt experienced severe pain in the area of the generator when pt walked into a room where their spouse was using a "heat machine for muscles". The pt's device has always been programmed to the lowest setting (0.25ma output current) as pt reportedly cannot tolerate higher settings. Treating neurologist indicated that both the pt and their spouse are extremely difficult people to get good history from. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator was not at end of service. Neurologist programmed device to off due to the pt's complaints and has ordered x-rays to evaluate condition of device.